Event description:
It was reported that at the implant procedure, the device setscrew would not reseat after having to reposition a lead. It was also reported that a transvene lead was attempted and was damaged due to the patient's anatomy. The device and lead were not used and another device and lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, the set screw was loose/detached.